Event description:
Doctor reported that abutment screw at tooth site 46 lost initial strength several times.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text: product not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D4: additional device information. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One unknown zimmer contour abutment was returned for investigation. Visual evaluation of the as returned product identified that its associated screw was fractured and that it was still attached to a crown. DHR and complaint history reviews could not be performed since the lot/item number was unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit any x-rays or pictures. Therefore, based on the available information, device malfunction did occur. However, the reported event (loosening) could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.